Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited activation issues soon after implant. These issues were reported at the first follow-up appointment and it was later indicated that the pump had never worked properly. A blockage was suspected; all troubleshooting steps were performed with no success. After several follow-up appointments and a revision surgery in which no components were removed, the pump continued to automatically deflate and the patient reported experiencing pain. A revision surgery was performed in which the pump was removed and replaced. During the procedure, scar tissue was identified surrounding the deflation button and significant peyronie's disease was also noted during the intervention; therefore, some molding was done to help straighten the curve. The patient new device functioned properly following the procedure. Two weeks after the revision, some swelling and microscopic hematuria was noted at a follow-up appointment. No further intervention or treatment has been reported. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the clinical observations of the device not working as expected as the pump of this inflatable penile prosthesis (ipp) did not pass functional testing. The reported allegations of pain, scarring, swelling and hematuria could not be confirmed via analysis but are known risks associated with ams 700 procedures found in the device instructions for use (IFU). Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual inspection of the pump did not identify any leaks in the component. Functional testing revealed that the pump did not pass activation testing. This could have caused the reported clinical observation of the device not working as expected. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the device IFU. The IFU list pain, scarring, swelling and hematuria as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient indicated experiencing activation issues since the first follow up visit with an inflatable penile prosthesis (ipp) as it seemed to have a blockage. All troubleshooting steps were performed with no success. The patient underwent a surgical procedure on september but nothing was explanted as the physician was able to get the pump to cycle. The pump then continued to have auto-deflation issues and the patient experienced pain leading to the component being replaced on (B)(6) 2020. There were no further complications and the new device functioned properly following the intervention.

Manufacturer narrative:
Field corrected: h9: correction/removal reporting #; h10: additional MFR narrative investigation summary: with all the available information, boston scientific concludes that the identified activation behaviors could affect the functionality of the device. Product analysis could confirm the pump anomaly but did not confirm the reported allegations of pain. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the pump did not identify any leaks in the component. Functional testing revealed that the pump did not pass the 8lb. Activation test, and therefore required more than 8lbs of force to activate. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed.

Event description:
It was reported that the patient indicated experiencing activation issues since the first follow up visit with an inflatable penile prosthesis (ipp). All troubleshooting steps were performed with no success. The patient underwent a surgical procedure on september but nothing was explanted as the physician was able to get the pump to cycle. The pump then continued to have auto-deflation issues so it was replaced on december, 2020. The patient did not experience any complications following the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed.

Event description:
It was reported that the patient indicated experiencing activation issues since the first follow up visit with an inflatable penile prosthesis (ipp). All troubleshooting steps were performed with no success. The patient underwent a surgical procedure on september but nothing was explanted as the physician was able to get the pump to cycle. The pump then continued to have auto-deflation issues so it was replaced on (B)(6) 2020. The patient did not experience any complications following the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed.

Event description:
It was reported that the patient indicated experiencing activation issues at the first follow up visit with an inflatable penile prosthesis (ipp). The device issues were not resolved and no surgical procedures had been performed as a result of the activation issue. No information was provided about the patient's outcome.